Manufacturer narrative:
Investigation of the download data found that no hazard alarms were generated, and no timeouts or drive stalls occurred. The phb data showed that the agc algorithm was able to appropriately adapt to changes to bg levels and user inputs. The investigation did not find any damages or deficiencies that would result in a struggle to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 325 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include large ketones and vomiting. The patient was treated with fluid IV (intravenous) and was given zofran for the nausea (4 mg to be taken every 6 hours as needed). The hospital also did some blood work. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.